Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during a laparoscopic cholecystectomy procedure, the device was ¿clamped on tissue and would not release.¿ the device was not from a kit. It is unknown if a cholangiogram was performed in the case. It is unknown how the procedure was completed. There was no harm or injury to the patient. One device will be returned.